Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4965-35 implantable pacing lead, implanted: (B)(6) 2013; 4076 implantable pacing lead, implanted: unknown. (B)(4).

Event description:
It was reported the patient is deceased and died of an unknown reason two days post implantable pulse generator (ipg) system implant. The patient is reported to have had a tachycardia episode of unknown reason two days after implantable pulse generator (ipg) system implant. The patient received external defibrillation and was reported to be doing well with atrial and ventricular pacing. The cause of death is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.